Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00542.

Event description:
It was reported that the tips of two final drivers twisted during final tightening during surgery. An alternative driver was used to complete the procedure without reported patient impacts. This is report two of two for this event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned driver was evaluated. The tip was found to be twisted in a manner consistent with over-torquing during screw installation. However, the cause cannot be determined since the torque handle used with the driver was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that the tips of two final drivers twisted during final tightening during surgery. An alternative driver was used to complete the procedure without reported patient impacts. This is report two of two for this event.